Manufacturer narrative:
Qn#: (B)(4). Uf/importer report# (B)(4). The patient died on (B)(6) 2020. During the patient's autopsy, the guide wire was removed from the right groin. The patient's death was reported to be unrelated to the device.

Event description:
According to the medwatch report, "radiopaque foreign body with surrounding fluid in the right groin seen on CT abdomen pelvis with contrast. Patient previously had a triple lumen 5.5fr inserted under direct ultrasound two months earlier. Patient currently not stable for removal of foreign body." Additional information was received and the device was placed on (B)(6) 2020. It was reported the patient had a couple of ultrasounds to femoral area for swelling and redness on (B)(6) 2020. The device was removed on (B)(6) 2020. The patient had an unrelated CT scan of the abdomen/pelvis, where the radiopaque foreign body (guide wire) was found. It was reported the patient was end of life, and on hospice, and the foreign body was not removed. It was reported the patient had an unhealed wound.

Event description:
According to the medwatch report: "radiopaque foreign body with surrounding fluid in the right groin seen on CT abdomen pelvis with contrast. Patient previously had a triple lumen 5.5fr inserted under direct ultrasound two months earlier. Patient currently not stable for removal of foreign body". Additional information was received and the device was placed on (B)(6) 2020. It was reported the patient had a couple of ultrasounds to femoral area for swelling and redness on (B)(6) 2020. The device was removed on (B)(6) 2020. The patient had an unrelated CT scan of the abdomen/pelvis, where the radiopaque foreign body (guide wire) was found. It was reported the patient was end of life and on hospice and the foreign body was not removed. It was reported the patient had an unhealed wound.

Manufacturer narrative:
Qn# (B)(4). Uf/importer report# (B)(4). The customer returned a single portion of the guide wire for evaluation. Visual examination revealed that both the guide wire core wire and coil wire was separated and only a portion of the guide wire was returned. The guide wire contained a slight j-tip, which indicates the portion of guide wire was from the distal tip. The core wire protruded from the coils and a small kink was observed in the wire. The distal weld appeared fully spherical and undamaged. Note: the customer did not provide a product code or lot number for this complaint. Sales history was obtained for the last kit delivered to this customer prior to the event matching the description of "triple lumen 5.5fr." This potential lot and product code (ak-14553, 13f19c0630) was used throughout this investigation. The length of the returned core wire measured to be 25 mm which indicates at least 652.8 mm of guide wire were separated and not returned per potential product drawing. The outer diameter of the returned portion of guide wire measured to be 0.435 mm which is within the specifications of 0.432-0.457 mm per potential product drawing. A manual tug test confirmed the distal weld was fully intact. The customer did not provide a product/batch number; however, potential product/batch numbers were identified based on a sales history review for this customer. A device history record review was performed based on the potential lot and product code. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage." The customer report of a separated guide wire was confirmed by complaint investigation of the customer supplied photos and sample. The customer returned a portion of the guide wire that had been separated towards the distal end. Although a product code and lot was not provided by the customer, a potential product code and lot was determined based on sales history review for this customer. The sample passed all relevant dimensional inspection and a device history record review based on the potential lot did not reveal any manufacturing issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.